Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer's device was tested with the returned battery and no issues were found. The device log suggests typical user adisories, but the battery log suggests faults consistent with a faulty battery pack. The battery was scrapped and replaced. The device was recertified for clinical use and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.